Event description:
Pcvc catheter placed @1300 in r axillary vein without complications. X-ray obtained for correct placement and confirmed. Fluids started via pcvc. At approx. 1735 infant became bradycardic, code was initiated. Infant was pronounced dead at 1810.